Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported symptom of "improper shutdown and then automatically turned off" was verified. The power cord was tested and determined the cause to be a failed the power cord which delivered an intermittent power supply. The power cord was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: patient sex in the initial and first supplemental emdr submitted was completed as "ni" which is incorrect. Information had been provided by the customer stating the patient involved was a female.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of a chemotherapy drug, with a spectrum infusion pump in the general patient ward, the patient unplugged the pump. The patient stated that "the pump beeped twice and showed 'improper shutdown' and then automatically turned off". When the registered nurse restarted the pump the previously programmed infusion was erased. There was no patient injury or medical intervention associated with this event. No additional information is available.